Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: medical device type, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, PMA / 510(k)#, device manufacture date. Additional information: imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: during review of the device log for this investigation no errors or malfunctions were identified, and no issues or anomalies were observed during the key press replication performed on laboratory equipment. ¿ no devices were returned for laboratory testing; therefore, log review was performed using the pca and pcu log events provided by the customer. ¿ a log review was performed for the requested time frame from of (B)(6) 2024 to (B)(6) 2024. No errors or malfunctions were identified, and no issues or anomalies were observed during the key press replication performed on laboratory equipment ¿ there were two confirmed morphine programming activities, 1st on (B)(6) 2024 at 4:34:49 pm and 2nd (B)(6) 2024 at 2:45:26 pm, both programs had parameters syringe selection: terumo 50; infusion mode pca and continuous; continuous rate:1ml/h; dose:2mg/h, dose concentration 2mg programmed; lockout interval: 10 minutes. ¿ from the event log, the infusion programmed was morphine with a concentration of 100mg/50ml and a pca dose of 2 mg with a lockout period of 10 minutes was confirmed, no max limit was programmed. ¿ the event log shows a total estimated infused volume of 96.64 ml from (B)(6) 2024 to (B)(6) 2024, ¿ there were 293 unsuccessful attempts to request a dose during lockout period within the time frame reviewed. Root cause: no malfunction was alleged on the device involved in the complaint; the customer requested an event log review.

Event description:
It was initially reported a request for log review on the pca module to determine the doses administered to the patient for pain control. Per report, the patient was in post-op for knee surgery. The customer states there was no device malfunction suspected. It was reported a "death" occurred. Bd received additional information. It was reported that the pca module was used for morphine infusion. The medication was contained in terumo 60ml syringe. The infusion was programmed as pca dose with continuous infusion. Per facility's biomedical engineer, it is not believed that the device caused or contributed to patient's death. Per report, the primary cause of death was "cardiac arrest post knee surgery." The patient died on (B)(6) 2024. Although asked, the customer did not provide the specific reason for why the facility wished to review the pca device event logs other than the customer requested to have the infusion event details to review internally. The customer indicated that they are required (by their facility) to conduct event log review immediately "due to the patient being high profile." The event occurred in united arab emirates. Multiple communications have been made by bd requesting for additional information. The customer refused to provide further information citing confidentiality.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported a request for log review on the pca module to determine the doses administered to the patient for pain control. Per report, the patient was in post-op for knee surgery. The customer states there was no device malfunction suspected. It was reported a "death" occurred. Bd received additional information. It was reported that the pca module was used for morphine infusion. The medication was contained in terumo 60ml syringe. The infusion was programmed as pca dose with continuous infusion. Per facility's biomedical engineer, it is not believed that the device caused or contributed to patient's death. Per report, the primary cause of death was "cardiac arrest post knee surgery." The patient died on (B)(6) 2024. Although asked, the customer did not provide the specific reason for why the facility wished to review the pca device event logs other than the customer requested to have the infusion event details to review internally. The customer indicated that they are required (by their facility) to conduct event log review immediately "due to the patient being high profile." The event occurred in united arab emirates. Multiple communications have been made by bd requesting for additional information. The customer refused to provide further information citing confidentiality.